Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-04249. It was reported the patient ((B)(6)) experienced discomfort, swelling and redness with stimulation around the facial lead. System diagnostics determined normal impedances. The patient was prescribed antibiotics for a time being. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the alleged lead was explanted which resolved the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported as explanted.